Event description:
It was reported the patient had a subtrochanteric non union and delayed healing approximately 6 weeks before the revision on (B)(6) 2015. During the revision, the blade guide sleeve became damaged when a helical blade was malleted during a trochanteric fixation nail (tfn) revision procedure. When the helical blade was introduced to the blade guide sleeve, the t-handle on the helical blade inserter was not in line; as the blade was malleted this caused damage to the blade guide sleeve. This report is for an unknown trochanteric fixation nail.

Manufacturer narrative:
This report is for an unknown trochanteric fixation nail. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.